Event description:
The complainant alleged that the gear clamps were leaking air. Per independent repair center statement, the unit was alarming or red light. The key failure was gear clamps for the sieve beds was leaking air.